Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on (B)(6) 2024. The infusion set was in use for couple of hours. Blood glucose levels were 190mg/dl at the time of event. The patient replaced infusion set and resumed insulin successfully. No further information available.